Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set was leaking at the connection to the microclave during an infusion of d10w. The tubing was in use for less than 24 hours. No patient harm reported.

Manufacturer narrative:
Concomitant medical products: 20ml bd syringe, 3ml bd syringe, 3-way stopcock, unidentified device jack, (2) non-bd IV tubing, (5) microclave connectors; therapy date : (B)(6) 2016. The customer¿s report of leak was confirmed and replicated. Visual inspection showed no anomalies. Tactile examination revealed that three of the microclaves were not completely fastened from the female end onto the respective male end attachments of the syringes and extension sets. Functional testing was performed; fluid was observed to be leaking at the female end of the microclave due to the component not being completely fastened. Completely fastening the syringe and the female luer produced no leaks. The root cause of the leak was not able to be determined. It was possible that the unfastened microclave could have caused the set to leak.